Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd plastipak¿ luer-lock syringe was found with foreign matter as a white particulate was found on a syringe bung. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation results: two pictures were received for investigation by our quality team. Upon visual inspection of the two pictures received, the white foreign matter was verified on the stopper as silicone. Stoppers are lubricated with medical grade silicone. During the assembly process, when the stoppers are accumulated in the stopper-feeder prior to being attached to the plunger, it can result in additional silicone being attached to the stopper. A device history record review found no non-conformances associated with this issue during production of this batch. Equipment of manufacturing line is regularly cleaned according to procedure. This is the first complaint received for this syringe with lot number 1711219. Based upon the investigation, the root cause of this incident is related to the manufacturing/assembly process. Based in severity and occurrence not formal CAPA is required according to internal procedure. Complaints received for this syringe and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.